Event description:
It was reported that the permanent cautery hook had damaged insulation (ceramic sleeve). There was no report of patient involvement. A backup instrument of the same kind was used to resolve the issue. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the ceramic part was broken before use. There was no sign of thermal damage or arcing. The breakage was found during preparation of the procedure. The procedure was completed successfully with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of conductor wire cap broke to be related to the customer reported complaint. The instrument was found to have a broken conductor wire cap. The broken pieces were returned with the instrument. The root cause of this failure was attributed to mishandling/misuse. Additional finding not reported by the site: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the broken fragment appears to be the conductor cap. Broken conductor caps are typically associated with mishandling/ misuse. A review of the device logs for the permanent cautery hook (part# 470183-14, lot # n11190315-0097) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2021 via system serial # (B)(4). There were 9 more uses remaining. A review of the site's complaint history does not show any additional complaints related to this product or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.